Event description:
Implant loss, periodontal disease at time of surgery, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, asymptomatic. At the reopening, implant was loose. The proximity to number 44 in the x-ray image does not correspond to the clinical distance.